Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the broken tip and also found the teflon pad severely worn down, exposing metal the probe breakage is likely due to contact with hard or metallic material. The probable cause for both the probe and teflon pad damage is the operator not following instructions for use, as well as operator¿s technique. The instruction manual for the device generator states, ¿when the probe damage error message is displayed on the screen, stop using the instrument and withdraw it from the body cavity. Do not perform the probe check, but immediately replace the instrument.¿ the device instruction manual also contains several warning statements to prevent damage to the probe and teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy procedure, while the physician was performing a coagulation, the probe tip broke off and fell into the patient, and was successfully retrieved. Prior to the breakage, the device produced a probe damage error message, but continued to be used in the procedure. After the probe tip broke off, the procedure was completed with a replacement device. No bleeding, injury or adverse event was reported. No other device damage was reported.